Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the subclavian artery. A 12.0 x 40, 75cm gladiator¿ balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured and lodged in the vein in front of the sheath. Due to the severity of the rupture, the balloon could not be pulled through the sheath. Subsequently, the balloon and the sheath were removed from the patient's body together. Upon inspection, it was noted that majority of the balloon remained inside the patient's body and had to be manually removed. Contrast was then used to verify that all remnants of the balloon had been removed and the procedure was completed. No patient complications nor injuries were reported.